Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 19 mg/dl on (B)(6) 2014. The paramedics were called and they gave the customer a glucagon shot. He had seizures as a symptom of his low blood glucose levels. He refused to go to the hospital that night, but he was later admitted on (B)(6) 2014 after his low blood glucose levels continued, and he went to the emergency room. His blood glucose level at the time of admission was 313 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The customer was advised to contact his health care provider. The product is not being returned. Nothing further was reported.